Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was performing a hip revision to address a radiographically confirmed subtrochanteric hip fracture and associated presumptive hip dislocation. When the surgeon got into the hip capsule he found that the liner had dissociated and the metal femoral head was in direct contact with the acetabular shell and had evidently worn a hole through the acetabular shell. Surgeon also discovered a large quantity of black substance (presumed to be metal debris combined with tissue), both in the hip capsule and also down the femoral canal once the stem (which was loose), was removed. Surgeon went on to thoroughly wash out the hip capsule and femoral canal, before reaming the acetabulum and implanting a 60mm multihole gription pinnacle acetabular component and a 36/60mm neutral marathon liner, placing cables around the proximal femur to offer fracture fixation, and then preparing for and implanting a smith and nephew redapt revision hip stem and 36mm oxinium femoral head. Hip was then reduced, and proper wound closure took place. The surgery finished according to plan. Doi: 2014, dor: (B)(6) 2021, unknown side.